Event description:
It was reported that a pump triggered an alarm while in use, specifically alarm 30, associated with a cartridge issue. There was no adverse impact on the customer's blood glucose level. Despite assistance from technical support in loading a new cartridge, the alarm recurred, preventing the resumption of insulin therapy. Consequently, the pump was confirmed to be within warranty and was replaced by the medicine representative, with a replacement pump provided to ensure continuous insulin delivery.